Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the shift key being physically damaged and the keyboard's response being limited to capital letters and special characters. A field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1.initial reporter facility: (B)(6) medical center.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the shift key of keyboard was physically damaged, resulting in the numbers not functioning properly. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.